Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (B)(4) (failure to use safety release for device removal).

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the sheath failed to completely split during thumb advancer deployment resulting the "3" not being visible in the window. The physician removed the starclose se device from the pt's anatomy without using the safety release button. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.